Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was pocket infection. An attempt was made to extract the left ventricular lead and it became stuck. It was then cut and retracted into the sublcavian vein. A second attempt was made and the lead was successfully removed. The source of infection could not be determined, as no bacteria were able to be cultured. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The proximal segment of the lead was returned and analyzed.